Manufacturer narrative:
Two opened and used reservoirs were evaluated. No anomalies were noted. No air bubbles were noted and the reservoirs were not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. Customer had changed 4 sets and reservoirs. Customer's blood glucose was over 300 mg/dl. Customer's blood glucose was between 300 mg/dl and 500 mg/dl at time of call. After troubleshooting, customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.